Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side ¿removal of the device for pain and for discomfort reasons.¿ device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified weight of the device to be within specification, crease flat, deformation, white particles. Cloudiness and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is no issues found related with the manufacturing process.

Event description:
Health professional reported left side ¿removal of the device for pain and for discomfort reasons.¿ device has been explanted.